Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked at the luer lock connection. An infusion set change was performed to address the issue. Customer's blood glucose level ranged between 200-300 mg/dl.